Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as spinal pain. A hcp from a hospital reported that the patient was admitted to the hospital intensive care unit with suspected drug overdose. The patient experienced altered mental status, confusion, incoherence, and was not oriented to his surroundings or his wife; the symptoms were reported as sudden. The event date was (B)(6) 2016. The hcp stated that they were questioning pump function, but also suspect the possibility that additional medications could have caused the symptoms. The patient was still confused and somnolent at the time of the report. The hcp was not aware of any recent programming or refills. The patient was due for a refill on (B)(6) 2016. The hcp requested a local manufacturer representative with a clinician programmer so the dose can be decreased or pump turned off. The patient had a personal therapy manager (ptm). A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.